Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device remains implanted in patient.

Event description:
It was reported by patient's attorney that allegedly on (B)(6) 2021 the patient underwent revision surgery and was implanted with another gamma nail, bone grafting plate and screws. On (B)(6) 2021 he had some pain with range of motion and x-rays noted the small plate appears to have pulled out slightly with no signs of displacement. On (B)(6) 2021 x-rays noted that one screw is missing from the plate, fell down and siting at the base of the it region. On (B)(6) 2021 the patient reported "a lot of clicking" and x-ray shows the screw had pulled out of the plate, second screw down, and proximally the plate pulled out of the proximal fragment. Patient not revised.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert for the available operative notes and he opined that- ¿this case cannot be fully judged without the additional information I need, since it is missing in the provided documentation. For example: social and medical history is missing from the provided documents! Why was a case manager present, has that to do with the compliance of the patient? Or not? What I do know, if I read the information correctly: one gamma nail was implanted on (B)(6) 2020, from that procedure bony material was send for a pathological investigation, since the patient has cancer (shows in the first surgical report). They want to rule out whether the fracture was pathological, which could be the case with this fracture type. I don¿t see the results mentioned anywhere. That gamma nail broke and was revised because of non-union. With regard to the revision procedure ((B)(6)feb 2021) the nail was replaced and an additional plate was placed and a staple and bone graft. Apparently according to the out patient reports, the screws loosened from the variax dynamic compression plate, for this no additional/ revision was done. In september there is mention of a healed fracture after delayed union. It is unclear how many screws were used to fix the plate (location and how many holes? And what the actual purpose of this plate was?).what is described is that all screws were unicortical screws, no mention of proper locking?). Conclusion: from the given information we can conclude events happened as described. However it is unclear what the root cause could be, since essential information is missing (social and medical history, x-rays from (B)(6) and during follow up, pathology reports etc.) Without this information I am unable to give an actual answer.¿ therefore, more detailed information about the complaint event, medical records, pathological reports about as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported by patient's attorney that allegedly on (B)(6)-2021 the patient underwent revision surgery and was implanted with another gamma nail, bone grafting plate and screws. On (B)(6)-2021 he had some pain with range of motion and x-rays noted the small plate appears to have pulled out slightly with no signs of displacement. On (B)(6)-2021 x-rays noted that one screw is missing from the plate, fell down and siting at the base of the it region. On (B)(6)2021 the patient reported "a lot of clicking" and x-ray shows the screw had pulled out of the plate, second screw down, and proximally the plate pulled out of the proximal fragment. Patient not revised.